Event description:
Caller tested 4.7 inr and 2.9 inr on the coaguchek xs system. No treatment provided. No adverse event reported. Each test result was obtained from a different vial of strips with the same lot number. Requested return of suspect system, however customer no longer has the strip vial that produced the 4.7 inr result; replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the strip vial that produced 2.9 inr result. Reference medwatch with (B)(6) for the strip vial that produced the 4.7 inr result.

Manufacturer narrative:
Device will not be returned,